Manufacturer narrative:
No parts were received by manufacturer. On (B)(4) 2015, a medtronic representative went to the site to test the equipment. The rotor gear and the door switch were adjusted and re-aligned and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system pendant displayed a "door open" message. The system was re-booted and the user attempted to open/close the gantry without resolution. Further trouble-shooting included re-calibrating home (by pressing the m button) which appeared to resolve the issue. However, there was "interference" when opening the door and it would not close. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.